Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers gd893883 and gd894170 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 1 of 2. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On the same day, the patient was hospitalized for the event. The patient was not sure of the cause of peritonitis. Treatment was not reported. Four days later, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).